Event description:
It was reported that on (B)(6) 2023 at 2:36 a low voltage alarm because the battery reached 1.5 watts (w) of power. At 2:51 both batteries had 1.5 w of power. At 4:26 the first battery had 0 w of power. At 6:38 the second battery had 0 w of power. A no external power alarm occurred. At 6:42 the controller was alarming with low speed hazard and pump off. Two new batteries were connected and later the power module was connected. On (B)(6) 2023 at 9:47 the date and time were synced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming depleted, resulting in the pump stopping, was confirmed via the provided log files. The provided event log file contained data spanning approximately 2 days (20nov2023 ¿ 22nov2023 per timestamp). The patient was observed to be connected to partially charged batteries at the beginning of the log file on (B)(6) 2023. Approximately 2 hours later, a low voltage advisory alarm became active due to extended battery usage. This alarm transitioned to a low voltage hazard alarm approximately 2 hours later, then into a no external power alarm approximately 9 minutes after the hazard alarm when both batteries had fully depleted. The backup battery operated the system at this time. The patient¿s pump speed dropped to 0 rpm on (B)(6) 2023 approximately 2 hours after the no external power alarm became active, indicating that the backup battery had fully depleted at this time. The next event was recorded with a timestamp of (B)(6) 2000, indicating that the system¿s clock had reset. Once the system controller was connected to fully charged batteries, the pump ramped back up to speeds above the low speed limit within approximately 4 seconds. The system¿s clock was resynced on (B)(6) 2023, and no further notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis, and per additional information, the controller was not exchanged. It is unknown if the patient was in a condition to respond to controller alarms leading up the system¿s clock reset and pump stop. There were no device issues identified during evaluation of the log files and the reported event cannot be correlated to a device related issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. G, section 3 ¿powering the system¿) instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. Heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.